Event description:
It was reported that a pump malfunction occurred, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the process, and confirmed that the malfunction did not recur.